Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the ampulla during a dilatation assisted stone extraction (dase) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was leaking contrast and it appeared to be popped outside of the distal end of the scope. The procedure was completed with another hurricane dx dilation balloon. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.